Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on 5/6/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half, which may have occurred during handling during insertion. A detached haptic was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed one file for iol torn, haptic damaged and device partially delivered was found. Although these complaint issues reported are related, they could not be confirmed; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was scratched and chunk missing out of the lens. There was patient contact when inserting into the eye. No adverse effect, injury or surgical intervention required. No vitrectomy or sutures. Another lens same model was implanted. No further information required.